Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(4) 2013, it was reported during the removal of a trail implant with a slap hammer. The ball at the tip of the trail implant broke off and stayed in the handle. The surgeon lost control of the trail implant and wasn¿t able to fix its position. The surgeon was successful in placing a new applicator knob on the handle and removing the trial implant from the site. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complain system. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. The t-pal trial implant was analyzed for conformance to print specifications and the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Our analysis of the material shows that the broken surface is homogenous and therefore conforms to our specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the provided information we are not able to determine the exact cause. Results of the evaluation suggest that strong hammering during the surgery led to the breakage of the t-pal trial implant - shaft tip.